Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because it was not possible to achieve the primary stability due to the poor bone quality of the patient. In addition, 20 ncm of primary stability was achieved and the patient presented bone type IV.